Manufacturer narrative:
Field service representative was on site to repair the unit. The temperature probe became disconnected from patient circuit and circuit disconnect alarm did not alarm. Tested with resume patient had vent running disconnected test circuit, circuit disconnected alarmed. Performed ovp according to manufacturers specifications. Could not duplicate the problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea did not alarm when circuit became disconnected. The patient did desat to 84% and transferred to another ventilator. The was no patient harm reported with the event.